Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, a cardiac tamponade occurred. A pericardiocentesis was performed, and a significant amount of blood was drained. The case was completed with cryo. The patient was then transferred to the coronary care unit. It was noted that the patient is in stable condition. No further patient complications have been reported as a result of this event.